Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device shock was not delivered. The device was in use on a patient, and the patient died. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl + defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the device shock was not delivered. It was reported that the alleged failure was observed while the device was in use on a patient. Patient death has been reported by the customer. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl + defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device shock was not delivered when attempting to defibrillate a patient. It was reported that the alleged failure was observed while the device was in use on a patient. Patient death has been reported by the customer. The customer alleged that the device behavior was a factor in the patient outcome. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl + defibrillator (model # 861290) and will be reported in the united states under device model # 861290. The alleged failure was observed while the device was in use during an emergency defibrillation attempt. A philips field service engineer (fse) evaluated the device and discovered no malfunctions. The device passed all system checks. Philips requested but did not receive additional information from the customer. Because the reported problem was unable to be reproduced, philips is unable to rule out that a malfunction did not occur. The device remains at the customer site. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. Follow-up and/or final report(s) will be submitted once the investigation is complete.